Event description:
Healthcare professional reports cut to right thumb while using direct check quality control. The protective sleeve was used while crushing the vial, but pulled the vial out of the sleeve because she was having difficulty squeezing out drops of product. While squeezing, a glass shard protruded through the plastic vial. The cut was treated following hospital's normal procedures. No report of serious injury. Medical safety data sheet provided to customer direct check does not contain human blood products.

Manufacturer narrative:
(B)(4). Method: no product returned. Device history record was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for direct check. Each direct check package includes an insert containing a picture demonstrating the preferred technique to use during activation of the direct check assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the direct check assembly. Result: record eval completed. Product met all release criteria. Conclusion: user error may have contributed to alleged event. Itc has requested all data required for form 3500a.